Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported inability to close appears to be related to patient morphology/pathology and due to thick leaflets. The reported tissue damage is related to the procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 2-3. The first clip was advanced and was implanted central-medial of the leaflets. Mr was reduced to <1. However, after ten minutes, mr returned to 2-3. It was noted that due to the thick segment of the leaflets, the clip had not fully closed (10-20°) and the anterior leaflet was damaged. In an attempt to further reduce mr, two additional xt clips (lot numbers unknown) were implanted lateral and medial to the first clip, however mr remained 2-3. The patient left the cath lab in stable condition. No further intervention is planned. Cardiac surgery is not an option due to the patient¿s comorbidity. No additional information was provided.